Event description:
The following was reported to hamilton medical ag: self test failed. Tf:231022 (pexpvalve sensor defect). No health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).